Event description:
The patient reported that she had her products explanted three months after implant for infection. She may have her vns reimplanted at a later date. No surgery is planned at this time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient had her vns lead and generator removed due to infection on an unknown date. The patient originally developed an infection at the generator site and was treated with antibiotics. The infection did not clear so the surgeon opted to have the generator removed but left the leads implanted. The infection persisted so the surgeon explanted the leads as well. The dates of explant were not provided. The infection reportedly is now cleared and the patient is doing fine. The infection is believed to be related to surgery preparation techniques and not an issue with the device per the site. There are no plans to replace the patient's vns at this time. Attempts for additional information have been made; however, the site declined to provide any further information.